Manufacturer narrative:
The device was expected to be returned to olympus for evaluation but has not yet been received. A supplemental report will be submitted upon completion of the investigation if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit co2 gas cylinder was full but there was insufficient pressure supply alarm and the gas flow stopped. The event occurred during preparation of a laparoscopic nephrectomy procedure and the procedure was completed with a similar device with no significant delay. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a problem with the operation of the circuit board or the flow rate sensor inside the board. Olympus will continue to monitor field performance for this device.